Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic approximately three weeks after implant with chest pain. The atrial capture threshold had doubled. An echo was taken and a small perforation and a pericardial effusion were discovered. A procedure was performed to drain the pericardium and the lead was explanted. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.